Event description:
It was reported that the patient underwent a revision procedure due to the device not working due to cylinder connection tube holes that began two weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The ipp pump and cylinder were explanted and a new ipp cylinder and pump was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working due to cylinder connection tube holes that began two weeks prior to revision procedure with an inflatable penile prosthesis (ipp). The ipp pump and cylinder were explanted and a new ipp cylinder and pump was implanted.

Manufacturer narrative:
Device analysis:the returned device was analyzed and the reported allegations of hole in the cylinder connection tubing was confirmed. Based on a review of all available information, the cause of the reported event was due to folds that indicate buckling of the cylinder, no leak was found and the tubing was worn to the filament identifying a hole in the tube. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure.